Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient also reported that they had a hematoma that had to be drained on their back, but it is unclear if it is related to the use of the lifevest. Reporting out of an abundance of caution. The patient reported a known allergy to elastic. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.